Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
An explanted device was received for evaluation with no additional information.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
An explanted device was received for evaluation with no additional information.